Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became scrambled and unreadable while the device continued to function, and a replacement unit was shipped to the user. Symptoms included no reported effects on blood glucose and no adverse clinical symptoms. Outcomes included no hospitalization, no medical intervention, and continued device use until replacement. Investigation included a review of the reported device performance and coordination for device return and data synchronization prior to shutdown and inspection of the returned device. Investigation of this device revealed a malfunction of the user interface display consistent with a screen failure while core pump functionality remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.